Manufacturer narrative:
Device was received in normal working condition, with battery voltage at beginning of life (bol) level. Recorded egms indicated noise episodes occurred on both implant and explant dates, but could not be reproduced during analysis. Device passed all electrical and mechanical tests, including sensitivity, noise, and output measurements. No anomaly in the device was found that would have contributed to the issues reported from the field. Associated leads were not returned for analysis. Device exhibited normal characteristics.

Event description:
During follow-up, inhibition of ventricular pacing by atrial sensing was noted. The issue could not be resolved by reprogramming. The lead was explanted and replaced and the issue was resolved. The patient is in stable condition.